Event description:
The customer reported intermittent scope communication error (b30) and scope incompatible error(e315) during inspection for use involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Tac performed remote troubleshooting to address the patient data display issue and successfully restored normal operation. For the reported intermittent b30 communication error and e315 unsupported scope error, troubleshooting was conducted; however, the issue could not be reproduced or confirmed. As a precaution, tac advised the customer to return the loaner unit and obtain a replacement loaner. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.